Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high shock impedance measurements as noted via the patient's remote home monitoring system. The system was checked in clinic and programmed rv coil to can with good resulting impedances. There were no adverse patient effects reported.